Manufacturer narrative:
Evaluation summary: the spider fx capture wire and filter assembly were received for evaluation. The hawkone involved in the event with a cutter driver and a tweezers was also received. Several kinks were noted at approximately 56.2cm, 61.5cm, and 97.2cm proximal from the distal tip. A kink was noted approximately 149.0cm from the snap ring of the 320cm length spiderfx. The distal spiderfx assembly was examined and all components were accounted for. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone with a spider fx and non-medtronic 6f sheath, to treat a cto in the proximal superficial fem oral artery (sfa) and popliteal artery (pa). The device was prepped as per IFU, moderate resistance was encountered during the procedure. It was reported the physician was unable to cross the proximal sfa, pedal access was attempted but unsuccessful. The physician gained access through the thigh and a 4f sheath was placed. The physician crossed the cto retrograde fashion and snared the wire, the popliteal cto was crossed successfully a spider fx was placed proximal to the anterior tibial (at) takeoff. The physician did one pass over the lesion with the hawkone in anterior popliteal (ap) position. The physician then pulled back and rotated 90 degrees and made a second pass. A kink was then observed in the spider. During the retrieval resistance was encountered. The hawk was pulled back to the sheath, it was observed that the spider had been pulled back to the mid sfa. The physician then removed both devices. On removal the wire port was peeled back, and the spider wire was exiting the proximal end of the nosecone near the cutter. Access was regained across the lesion and the procedure was completed using a trailblazer, a non-medtronic .014 wire and a chocolate balloon. No patient injury was reported.